Event description:
Broken 4.5 mm half [pins] in an 8 year old. Revising wednesday", along with an xray image showing broken 4.5mm ha pins on the proximal ring above the regenerate. Pins appear to have broken at the thread/shaft junction of the near cortex.